Event description:
Alleged, the brake will set on the bed but if the bed is bumped, the brake will pop out.

Manufacturer narrative:
The technician replaced the brake detent assembly to repair the bed.